Event description:
The account alleged the brake is not holding. No pt impact.

Manufacturer narrative:
The technician found that the brake was not getting the proper contact on the wheel. The technician replaced the brake caster to resolve this issue.